Event description:
It was reported "battery life does not charge past 90%". There was no reported impact to the patient's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.